Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance low out of range. The rv remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance low out of range. The rv remains in service. No adverse patient effects were reported additional information was obtained, the device was programmed to single coil impedance and the impedance started going up to normal parameters. Technical services (ts) explained the range is likely related to patient body habitus rather than integrity/shorted condition. The lead remains in service.